Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a battery depleted set alarm was confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is colleague p1.5 (6.13.92). No additional information is available.